Event description:
The reporter stated the surgeon inserted a +24.0 diopter cc4204bf collamer single piece lens and the lens tore. The lens was cut into pieces to remove and there was no pt injury. A different type of lens was implanted. The reporter stated the foam tip plunger caught on the back of the lens and tore the lens. The pt's current condition is good.